Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 684-685 mg/dl; suspected cause was due to the insulin in used. Customer delivered a correction bolus via pump and administered a manual injection to address bg level. Reportedly, performing an insulin and supply change resolved the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.